Manufacturer narrative:
(B)(4).

Event description:
The complaint was reported as: "keeps alarming with circuit." The alleged issue occured prior to use on a patient, during pre-testing.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for the functional bench test where water, an adult breathing circuit (880-36kit), 10 lpm of air pressure, and a 382-10 universal water column is connected to the unit for a real time operational scenario. The unit successfully negotiated all pre-operational self-tests again, however, when the heater moved into the operational setup phase both the inspiratory and expiratory limb warning lights appear came on. The heater was tested again with the diagnostic probe kit. The heater was recognizing electrical resistance. When the adult 880-36kit circuit was introduced into the heated wire circuitry a significant current load is placed on the heater controller board (11801). The defect is either originating in the controller board with a component that has failed or is failing, or a damaged or broken line in the expiratory heater pig tail. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint was confirmed. The unit failed as a result of the power controller board (11801 microprocessor) failure. These failures are inherent to normal wear. Root cause has been assigned to normal wear.

Event description:
The complaint was reported as: "keeps alarming with circuit." The alleged issue occured prior to use on a patient, during pre-testing.